Event description:
It was reported that the patient underwent a gynecological procedure on 2/22/08 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominosacral colpopexy, posterior repair and bso due to vaginal vault prolapse and rectocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation and bleeding. No additional information was provided (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that the patient experienced hematuria and urinary tract infection. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.